Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump powered off unexpectedly during the night, and the patient awoke with elevated blood glucose (bg) and was angry and uncooperative. The patient reportedly gave himself a correction injection, but refused to tell the reporter what his bg reading was or how much insulin he gave to correct. The reporter denied any signs or symptoms of hyperglycemia, but admitted that the anger was typical for the patient with elevated bgs. The reporter stated that the battery cap and battery compartment were intact. She confirmed that a new battery was inserted and the pump remained without power. Further troubleshooting could not be completed because the patient was uncooperative and the pump would not power on. This complaint is being reported because the patient allegedly experienced hyperglycemia after the pump had powered off for an unknown period of time without user intervention.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage or moisture found to the battery compartment or battery cap. There was no visible display screen and no alarms noted when the battery was inserted into the pump. A review of the black box history downloads were unavailable due to no power to the pump. The vibrate motor and housing was found to be damaged. The pump was opened and a cracked negative battery terminal trace was found. The pump was damaged beyond investigation and would not power on. The display lens was found to be loose and can be lifted off the pump. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.